Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #:(B)(6), ubd: 09-nov-2026, UDI#: (B)(4) ; product ID: 9 77a275, serial/lot #: (B)(6), ubd: 09-nov-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration. Patient had clinic visit with pa which got a cervical xray at the visit as well. They noticed that one or both leads migrated some and rep "does believe it was into the gutter". Therefor the doctor wanted to do a revision to get the top of the leads more midline to have more electrodes to use. Right now the patient has no symptoms she is still getting about 50% pain relief on her current settings. The device will be revised on jul 17 2024. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.